Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient experienced no consequences.